Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-11458. It was reported that inadequate stent apposition occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified obtuse marginal branch. After a synergy¿ drug-eluting stent was deployed to treat the lesion, an opticross¿ imaging catheter was advanced for visualization. However, when the physician attempted to pull the opticross¿ imaging catheter out, severe resistance was encountered. It seemed that a portion of the opticross¿ imaging catheter got caught in the distal portion of the synergy¿ stent. It was then noted that the distal portion of the stent was not fully expanded, causing the opticross¿ imaging catheter to become stuck. After repeated push and pull maneuver, the opticross¿ imaging catheter was successfully removed and visualization was completed with another opticross¿ imaging catheter. Subsequently, the synergy¿ stent was further expanded and the procedure was completed. No patient complications nor injuries were reported.